Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was unknown. Customer addressed the elevated bg by manual insulin injection. Additionally, it was reported that the pump reset unexpectedly. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.